Event description:
Healthcare professional reported "rupture" against right device. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no opening observed, on the device. Additional observations: crease flat observed, on the device. Red particle observed, on the device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, d.1, d.2, d.4, d.6a, g.1, g.4, h.4, h.6.

Event description:
The device remains implanted.